Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted that an ar-9231-vl-03 glenoid drill guide batch number: 052120 was damaged with deep nicks and scratches observed on the surface of the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/28/2023, it was reported by a sales representative via email that an ar-9236-03pp univers vaultlock glenoid trial, large and an ar-9215-1-03 universal quick connect handle shaft broke for an ar-9231-vl-03 univers vaultlock glenoid drill guide broke. This was discovered during a tsa procedure on (B)(6) 2023.